Manufacturer narrative:
Upon review of new information received on oct 28, 2016, it was noted that the lead should not have been submitted as a medical device report (MDR), as the event did not indicate a malfunction and did not cause a serious event. Please retract the MDR-2016-28663.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the helix would not retract after several attempts during the implant procedure. After positioning the lead at various positions high pacing lead impedance was observed. Lead was not used and was replaced.